Manufacturer narrative:
Pending receipt of sample for analysis. If sample is received a summary of the investigation will be provided in a supplemental report. Covidien cts ref #(B)(4).

Event description:
Customer reported: a staff tested the cuff before intubation and caught that the tracheal cuff not deflate. Customer confirmed that fault was identified during pretesting efforts. No patient involvement. Covidien is attempting to gather further details surrounding the circumstances of this report, without success.